Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of audio/beep anomaly and insulin flow blocked. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the label worn was blank and white screen that flashed all the time. The customer mentioned that it was impossible to stop it. The customer stated that the pump switched on and off all the time with audio alarm. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no flashing white display with intermittent audio alarm noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The vibrator is functioning properly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, serial number label faded, pillowing keypad overlay and minor scratched lcd window.